Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage, evident by severe scratch marks on the outer surface of the drill around the breakage point and just at the bottom of the flutes as well. The scratch marks on the outer surface suggests that the drill made heavy contact (more than usual) with the drill sleeve. The breakage surface along with the edges shows heavy plastic deformation. It is therefore difficult to assess the fracture pattern. But still the given signs are enough to suggest that there was application of high bending and torsional load. The critical diameter of the drill was observed to be 4.16mm against required diameter of 4.20±0.1mm. Similarly, the average hardness of the drill was observed to be 42.7 hrc against a minimum requirement of 38.0 hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The breakage was caused due to massive torsional and bending forces applied on the drill. The additional information also suggests that the drill was used with a power tool in full speed, under slight angulation which is an undesirable combination. The drill also made contact with the nail as well which may have compromised the strength of the drill. Under intended usage such a failure would not have occurred. If any additional information is provided, the investigation will be reassessed.

Event description:
The surgeon reported that during a tibial nail case with distal locking the 2.4 ml drill bit snapped leaving a piece of metal in the patients bone which could not be removed. Additional information received: no medical intervention other than continuing with the theatre fluoroscopy, no attempts were made to remove the piece of unintended metal, drill bit snapped in the middle of the drilling flute, the handpiece was being operated at full speed. The device was being used slightly off-angle but no more than happens regularly, no warning sign prior to the event, contact with the t2 alpha nail locking bolt hole, bone quality was excellent.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon reported that during a tibial nail case with distal locking the 2.4 ml drill bit snapped leaving a piece of metal in the patients bone which could not be removed.